Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified tool marks on the device case, but no further anomalies. Review of device memory found a shorted lead error had been recorded. Memory also showed that after three shocks had been attempted and resulted in abnormal shock impedance measurements, the device battery status moved to end of life (eol). An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the third high voltage charge attempt caused the device to declare eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained. Analysis concluded this device was damaged when it attempted to deliver a shock via a shorted defibrillation lead.

Event description:
It was reported that fault code 1007 appeared for the device. The device was replaced and returned to boston scientific for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that fault code 1007 appeared for the device. The device and leads remain in service. No adverse patient effects were reported.

Event description:
It was reported that fault code 1007 appeared for the device. The device was replaced and returned to boston scientific for analysis. No additional adverse patient effects were reported.